Event description:
Per distributor, hospital staff reported patient death from multi-system organ failure after 842 days on support. No autopsy, the device was not explanted, and per hospital staff, the device did not cause or contribute to the death.

Manufacturer narrative:
Patient death due to multi-system organ failure. Device confirmed by hospital staff to not have caused or contributed to patient death. Device was not explanted and no autopsy was performed. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.